Event description:
Additional information was received. Regarding being redirected to their physician, the patient said that they ¿just quite as didn¿t know what to do¿. No further steps taken to resolve the problems, and the issues have not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and patient representative (caller) regarding an implantable neurostimulator. The indication for use was spinal pain indications. It was reported that the patient was having trouble charging their implant because they don't have multiple hands to hold their controller and their recharger to charge the implant. The patient stated the controller did not stay charged and when the controller was plugged into the outlet the controller battery would go down. The patient noted they used to charge their implant every 3 days and now they charge their implant twice a day. During the call, the patient was charging their implant and controller showed 100% and ins 40%. The patient denied any falls or trauma. The manufacturer's patient services specialist (pss) asked the patient to inspect the recharger cord, recharger pins and paddle/cord area; patient verified no damage. The patient stated they have a belt but the belt does not work for them since they had the implant in their back, patient stated they need multiple hands to charge their implant. By the end of the call controller showed 90% and implant 50% with excellent recharge quality. Pss reviewed equipment function and best charging practices with patient. Pss had difficulty understanding the reason for call. Pss observed confusion with device percentage. Pss explained the percentages between the controller and implant. Pss recommended that the patient consult with their hcp office regarding concern of implant depleted quicker than before. A patient representative (caller) called in a week later with the patient to review battery level information. The caller noted the patient recharged the implant to 100% around 5:30pm last night and by 9:00pm it was down to 90%. Caller added that by 9:00am today the battery was down another 10%. The caller wanted to know if this was normal because the patient is used to the battery level being at higher levels. Pss reviewed with the caller the implant battery depletion and relation to therapy usage. Pss also reviewed battery display information. The caller understood and noted that they just wanted to ensure that this was normal. Pss reviewed option to have a manufacturer representative look at the battery usage data if caller or patient was concerned with the battery depletion. No patient symptoms were reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called in with patient to review battery level information. Caller noted the patient recharged the implant to 100% around 5:30pm last night and by 9:00pm it was down to 90%. Caller added that by 9:00am today the battery was down another 10%. Caller wanted to know if this was normal because the patient is used to the battery level being at higher levels. Agent reviewed with caller the implant battery depletion and relation to therapy usage. Agent also reviewed battery display information. Caller understood and noted that they just wanted to ensure that this was normal. Agent reviewed option to have a rep look at the battery usage data if caller or patient was concerned with the battery depletion. Patient (pt) rep called back in repeating issues documented in this case. Pt rep stated they met with someone who also has the device and thinks they need a new battery pack. Pt rep described the controller battery draining while trying to charge the implant, controller will be 100% and then goes to charge the implant and will be at 60%, and sometimes "it doesn't connect" or goes blank. Agent conferenced pt into the call. Agent had pt inspect recharger for damage and reported no visible damage. Agent had pt start an implant charge session and said sometimes the process will take 10-15 minutes to find the implant and then pt saw battery low replace the controller battery soon message. Pt then mentioned they could go 2 days without charging the implant - now they have to charge in the same day. Agent asked if pt has been reprogrammed - pt stated they were reprogrammed 2 weeks after being implanted. Agent reviewed implant battery depletion is dependent on settings and usage of the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.